Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that when inserting a test strip "25 - ready for the blood" prompts. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.initial reporter: lay user/patient's last name and address was not provided at the time of call.